Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No broken belt clip slot noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged due to belt clip breaking and pump falling. Customer reported that the area near the battery compartment was damaged and pieces broke off. Customer's blood glucose was 282 mg/dl. Customer reported of having high blood glucose from time to time and declined troubleshooting for high blood glucose. Insulin pump would be returned for analysis.